Event description:
The device was being used in the AED mode of operation. Pt data was not reported. The pt was also being monitored through a 4-wire ECG cable. Allegedly, the device would intermittently prompt connect electrodes and an analysis of pt ECG could not be performed. The operator determined the problem was resolved by holding the therapy cable at a certain direction to the device. Pt outcome was not reported but the reporter stated there were no adverse affects to the pt resulting from the alleged failure.